Event description:
It was reported that the healthcare professional called in wanting an event evaluation in latitude. The event was regarding a non-sustained ventricular tachycardia (nsvt) with rate above the vt-1 monitoring zone, supraventricular tachycardia (svt) was suspected. Boston scientific technical services indicated that the beats were similar to normal sinus rhythm and there were both correlated and uncorrelated beats. There were few myopotentials noise oversensed on the shock channel. The healthcare professional will discuss with the physician and suggest therapy adjustment or increase the vt-1 cut off zone. No adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the healthcare professional called in wanting an event evaluation in latitude. The event was regarding a non-sustained ventricular tachycardia (nsvt) with rate above the vt-1 monitoring zone, supraventricular tachycardia (svt) was suspected. Boston scientific technical services indicated that the beats were similar to normal sinus rhythm and there were both correlated and uncorrelated beats. There were few myopotentials noise oversensed on the shock channel. The healthcare professional will discuss with the physician and suggest therapy adjustment or increase the vt-1 cut off zone. No adverse patient effects were reported. This device remains in-service.